Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 8.6 mm diameter abdominal aortic aneurysm. The proximal aortic neck is 20-22 mm in diameter. The aortic neck was severely angulated, 90 degrees. The right iliac artery was 11 mm in diameter, the left iliac artery was 19.5 mm in diameter and bilaterally the iliac arteries were severely tortuous. It was reported that during the removal of the delivery catheter of the bifurcated stent graft the physician pushed the delivery catheter up to reset the spindle and the caught the spindle on the supra renal stent. The bifurcated stent graft moved proximally covering both renal arteries and resulted in the separation of bifurcated stent graft and the contralateral limb. The physician pulled the delivery catheter down without recapturing the spindle. During the removal the nose cone caught the flow divider pulling the bifurcated stent graft distally. The physician advanced a guidewire brachially into the proximal renal artery and stented renal artery, with good blood profusion; however the lower left renal artery was occluded. The physician implanted an etlw1616c93e to bridge the contralateral limb and the bifurcated stent graft. The procedure was completed and the physician commented that the severe aortic neck angulation and severe tortuosity were most likely the cause of this event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (arterial occlusion, inaccurate stent graft delivery, removal difficulty, endoleak). (Severely angulated aortic neck, 90 degrees). (Use of device in a severely angulated aortic neck, 90 degrees).